Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a tip fracture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 6f guidezilla ii was selected for percutaneous coronary intervention. During the procedure, it was noted that the tip of the device was fractured. The device was simply removed from the patient. The procedure was completed with another of the same device. There were no complications reported, and the patient is stable post procedure.

Event description:
It was reported that a tip fracture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 6f guidezilla ii was selected for percutaneous coronary intervention. During the procedure, it was noted that the tip of the device was fractured. The device was simply removed from the patient. The procedure was completed with another of the same device. There were no complications reported, and the patient is stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. The shaft was flattened from 38,8cm to 39,5cm from collar including tip. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of device problem excluded following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation. Regarding the observed shaft flattened including tip, this can occur during the procedure due to the advancement maneuvers. Based on analysis and the reported information, the reported event likely occurred as a result of factors encountered during the procedure of which can include handling of the device. Therefore, adverse event related to procedure is the assigned cause for the encountered shaft flattened including tip.